Event description:
On (B)(6) 2013, the lay user/patient¿s son contacted lifescan (lfs) alleging that his father¿s one touch select meter read inaccurately high compared to his feelings and or normal result s and to other devices. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the son on (B)(4) 2013. The reporter stated the alleged inaccuracy started on (B)(6) 2013 at 6:30 p. M. When the patient obtained an alleged inaccurate high reading with the subject meter. The patient manages his diabetes with oral medication (glimepiride) and insulin (lantus & humalin, self adjuster). The reporter does not recall the result obtained with the subject meter at that time; however he stated his father ¿took 5 units of lantus¿ in response to the alleged inaccurate result. The reporter stated, ten hours after the alleged issue occurred, his father ¿fell and had a seizure¿. The reporter stated he called emergency medical services (ems) and then tested his father. He obtained a blood glucose result of ¿70 mg/dl¿ with the subject meter. When ems arrived, 10 minutes later, they tested the patient with their meter and obtained a result of ¿43 mg/dl¿. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The reporter stated, ems treated the patient with food and orange juice, and then brought him into the emergency room (ER). The reporter stated that his father¿s blood glucose was tested at the ER and they obtained a result of ¿43 mg/dl¿ with the ER/hospital meter. The patient was given more food/drink by a health care professional (hcp) and was given an IV. The reporter could not recall the type of IV that was given to the patient. The reporter alleges that his father was getting inaccurate high results compared to other devices as well. At an unspecified date/time the patient obtained blood glucose results of¿63, 62 mg/dl¿ with the subject meter and ¿48, 70 mg/dl and an unknown result¿ from three other devices (2 unknown types, true track), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (11/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.